Manufacturer narrative:
Correction: patient identifier for regulatory report: 244397992 is (B)(6). The stent was not implanted, during deployment the stent dislodged. The lesion had stenosis, degree of tortuosity, and degree of calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute rx ) is not marketed in  the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one endeavor resolute coronary drug eluting stent to treat a lesion in the left anterior descending artery. There was no damage to the packaging, the device was not inspected. Negative prep was performed. The lesion was pre-expanded at 12 atms, and the catheter was delivered to the lesion using a non medtronic guide catheter. A non medtronic guide wire was sent to the distal end of the lad. The device was implanted. It was reported that the stent dislodged. The stent was removed from the patient and the procedure was completed using a non medtronic device. No patient injury reported.

Manufacturer narrative:
The patient was discharged. The stent was pulled straight out. No catcher was used. The delivery system of the endeavor resolute was used to remove the stent. If information is provided in the future, a supplemental report will be issued.